Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the unipolar ventricular impedance was 275 ohms with an output of 0.75v and 277 ohms with an output of 3.5v. Pacing and sensing were appropriate and monitoring will continue.